Event description:
Related manufacturer number: 2135147-2019-00063. On an unknown date, an 4 amplatzer vascular plug ii selected for implant. The device was deployed, but migrated after deployment. An 6mm amplatzer vascular plug ii was then selected but that device also migrated. An 8mm amplatzer vascular plug ii was then successfully implanted. Additional information has been requested.

Manufacturer narrative:
An event of device migration was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined; however, information from the field indicated that a larger, 8mm, device was subsequently implanted.